Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 31 mg/dl. The wife of the customer gave the customer a glucagon shot. The paramedics were called in to monitor the customer. The customer was ot brought to the hospital. The customer reported shaking and being unable to swallow at the time of the event. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump did not notify the customer of the low blood glucose levels at the time of the event. No additional information was provided.